Event description:
A female pt was taken to surgery for an exploratory laporatomy due to difficulties with her allergan lap band not holding fluid. Upon exploring the pt's abdomen and the lap band, the surgeon was able to identify a hole in the lap band tubing leading from the port. This was presumably the culprit for the difficulties in use. The surgeon also noted a small piece of plastic like material in the tubing which may have actually occluded the tubing. The lap band was removed from the pt and replaced with a new allergan lap band system. The pt tolerated the procedure well and was sent to pacu for recovery. There is a question whether the "piece of plastic" may be silicone produced from coring of the port or whether it is a piece of the tubing from the visible hole.